Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported there was a fissure 8 cm from the exit site on the PICC. Following a malfunction of the device, the operator decides to remove it and finds a fissure of the catheter 8cm from the exit site. The operator explains the incident to us and shows us the affected catheter, showing us the damage. Device removed, no patient harm reported.

Event description:
Customer reported there was a fissure 8 cm from the exit site on the PICC. Following a malfunction of the device, the operator decides to remove it and finds a fissure of the catheter 8cm from the exit site. The operator explains the incident to us and shows us the affected catheter, showing us the damage. Device removed, no patient harm reported.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a split in the catheter tubing was confirmed and appears to be use related. The implicated and returned sample was a 4fr single-lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through material fatigue. Material fatigue occurs due to cyclic kinking or compression of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. The sample contained evidence of use. When an attempt was made to flush the catheter, a spraying leak was observed emanating from the tubing between the 7cm and 8cm depth markings. Microscopic observation of the leak site revealed a small longitudinal split in the catheter tubing. The split edges were straight and longitudinally aligned. The edges of the split contained a dull veneer with a finely granular surface. Near the center of the split, microscopic examination revealed a small semi-circumferential impression where the tubing was compressed. The semi-circumferential impression with the split indicated the damage likely occurred from repetitive kinking or compression of the catheter. The damage suggested that catheter securement, placement, access and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer reported there was a fissure 8 cm from the exit site on the PICC. Following a malfunction of the device, the operator decides to remove it and finds a fissure of the catheter 8cm from the exit site. The operator explains the incident to us and shows us the affected catheter, showing us the damage. Device removed, no patient harm reported.